Event description:
A healthcare worker experienced h2o2 contact while removing items from a completed load. The symptoms resolved in 3 hours. The vaporizer plate was not in place but was subequently installed. This event does not meet the criteria for a serious injury.

Manufacturer narrative:
Vaporizer plate reported not in place. The presence of liquid peroxide on the load is possible if the vaporizer plate is missing, misaligned, damaged or leaking. The vaporizer plate is intended to prevent droplets of peroxide emitted from the vaporizer from being deposited onto the load. The operator's manual states that the vaporizer plate should be replaced and the vaporizer plate instructions of use state the importance of having the vaporizer plate installed properly to assure proper function of the vaporizer plate and the operation of the sterilizer without the vaporizer plate may result in hydrogen peroxide remaining on the load after a completed cycle. The root cause of complaints pertaining to peroxide skin contact after a succesfully completed cycle is currently under investigation. Retrospective review - this event is being reported as a malfunction report due to the possibilities of user error, including failure to adhere to operator's manual or instructions for handling and maintenance of the vaporizer plate and/or to residual h2o2 on the load following a completed cycle.